Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 428 mg/dl. The customer reported having difficulty breathing and high blood pressure. The customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that insulin continues to drip insulin after the motor stops during the manual prime process. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.